Event description:
Customer reported that the up and down arrow buttons on the insulin pump are not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up and down buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.